Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(4); lot: 7100652. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(4); lot: 7100983. Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: n/a; lot: 26612852. Product family: dbs-ipg-r-MRI; upn: m365db12160; model: db-1216; serial: (B)(4); lot: 538941.

Event description:
It was reported that the patient experienced a non-device related infection in the head. The patient underwent an explant procedure where the deep brain stimulation devices were removed and the infected site was washed. The patient was recovering at home. It is unknown if cultures were taken, what the symptoms of the infection were or if antibiotics were administered. The devices will not be returned as they were disposed of by the medical facility.